Manufacturer narrative:
This report is being submitted as follow up no. 1 as notification that this report is a duplicate report to a report that was already submitted, therefore this report is not needed. Please see MDR 1118880-2021-00044 for the report that was previously reported for this event.

Manufacturer narrative:
Patient identifier, age & date of birth, sex, weight, ethnicity, and race: unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device available for evaluation: the device cannot be obtained due to undisclosed facility. Reporter name, address, and phone number: unknown due to undisclosed facility. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
A maude database search conducted on 20apr2021 found a maude report number mw5099825. The event description states: "patient presented for right radial artery access under ultrasound guidance in cath lab during hospitalization. After the procedure, it was discovered that patient had retained a piece of the terumo french # 4 sheath. Upon assessment and attempts to retrieve, it was determined that the sheath would remain, as there was no harm to patient's vessel and good flow to the arm. No further issues noted, and patient discharged in good condition. FDA safety report ID # (B)(4)."